Manufacturer narrative:
As the device will be replaced with a competitor device, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was indicated the device would be replaced with a competitor device. No adverse patient effects were reported.